Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Whist final tightening difar screws the intermittent tightener (middle piece of three piece final tightener) sheared off, the patient was not compromised. This was off consignment set and needs to be replaced asap. Tips sheared off however were taken out of the patient. Another driver was used. No delay. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.